Event description:
A hospital in (B)(6) reported via our distributor that the pressure line port on the y-piece was missing on an rt204 breathing circuit. This was found before patient use.

Manufacturer narrative:
This product is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the returned breathing circuit kit was inspected for missing or wrong components. Results: it was found that the incorrect y-piece without the pressure port was included in this breathing circuit instead of the y-piece with the pressure line port. A lot check revealed no other complaints for this lot number. Conclusion: each breathing circuit kit consists of a number of components grouped together during production. A pack card is displayed at the packing station to provide the production line staff with a visual representation and a list of all the components they are required to include in the current model of breathing circuit kit being produced. It is most likely that operator error has resulted in an incorrect y-piece connector, one without a pressure port, having been packed with this breathing circuit kit. This is most likely due to a fault in the line clearance process. (B)(4).